Manufacturer narrative:
The hi-low drifting in unintentional movement of the bed which has the potential to cause serious injury. The technician cleaned and lubricated the hi-low drive to resolve the problem. All bed drives are required to be inspected, cleaned, and lubricated at least once a year in accordance with the product service manual.

Event description:
While conducting preventative maintenance a technician discovered that the hilow drive on this bed was drifting down. There was no patient involvement.